Event description:
After the conclusion of a procedure the footswitch cable was wrapped around the footswitch and placed in the footswitch holder. Fluoro was activated for 15 seconds after power up of the system. The radiation was terminated by removing the footswitch from the footswitch holder. The problem was seen by the medical technician of the hospital. He was the only person present in the room. No injury was reported.